Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, there was a crack in the attachment part of the drain valve of the enclosure. Per functional testing, circulating water leaked from the attachment part of the heating tube. The complaint was confirmed. The root cause was due to o-ring deterioration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-ring, enclosure, enclosure assembly, gasket, and ac power cord. The device passed all functional tests after repair.

Manufacturer narrative:
Date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there is water leakage from the part where the disposable circuit is connected. Patient involvement is unknown.